Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was noted the pump was sitting in the pocket at an angle that was uncomfortable for the patient. It was noted the patient lost a bunch of weight. It was noted they planned on doing a replacement at the end of september for the pocket issue and because they were concerned about the volume discrepancies. The pump was used to deliver hydromorphone and bupivacaine. Please refer to manufacturer report # 3004209178-2014-13256 for the concerns about the volume discrepancies